Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device not accepting the burr device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed which found that the device had a temperature reading of 105.9 degrees, which exceeded the operational temperature specification. It was further observed that the device was cosmetically unexceptionable. During repair, it was observed that the bearings and gears were worn out and corroded, causing the device to run above the operational specification. It was determined that the issue was consistent with normal wear over time. The assignable root cause was determined to be due to normal wear out from use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the attachment device would not accept the burr device. During in-house engineering evaluation, it was observed that the device had a temperature reading of 105.9 degrees, which exceeded the operational temperature specification. It was observed that the device was cosmetically unexceptionable. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.